Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter bd insyte autocard 20gax 1,16 ref. 38183414, IV catheter with safety device, when puncturing the patients it has been observed that the tip of this material located inside the vessel is breaking, dividing into three parts, which is causing many cases of phlebitis in our patients, many cases observed with less than 2 hours of use.